Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The mitraclip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter device referenced is filed under a separate manufacturing report number.

Event description:
This report is filed since there was a leak during clip delivery system use. Mitral stenosis was observed following mitraclip implantation. It was reported that this was a mitraclip procedure treating mixed functional and degenerative mitral regurgitation (mr) grade 4. During steerable guide catheter (sgc) preparation, the sgc was unable to hold the water column. Troubleshooting and retesting was performed. The water column was then holding and the device could flush. Following, the clip delivery system (cds) was advanced to the mitral valve. Blood was noted in the delivery catheter (dc) handle. Reportedly, the lines connected to the cds and sgc which were flushing these devices were not properly connected. The lines were re-connected and flushed. The issue reportedly resolved. There was no air noted in the device, no air was noted in the lines, and no air had entered into the patient anatomy. The mitraclip was implanted, reducing the mr to grade 3. The mr could not be reduced any further as the mitral valve mean gradient pressure was deemed too high at 9mmhg after clip implantation. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar incidents reported from this lot. The reported leak is a result of the user error as the high pressure tubes were not properly connected to the stopcocks. It should be noted the mitraclip instructions for use (IFU) states the following: connect one high pressure tube to the 3-way stopcock on the bottom flush port of the device and one high pressure tube to the 3-way stopcock on the flush port of the sleeve handle. The reported patient effect of mitral stenosis, as listed in the IFU is a known possible complication associated with mitraclip procedures. A definitive cause for the reported mitral stenosis however, was unable to be determined as it could be related to patient or procedural conditions. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.